Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the first returned photo 7057 contained a view of a reinforced 60mm reload. Staple pushers could be seen up to the 3cm cut mark of the reload. The second returned photo 469253 contained a view of a reload clamped on tissue. The I-beam of the reload was noted to be advanced just distal to the 4cm cut mark. The reload laminates were noted to be herniated out of the side of the reload articulation joint. The third returned photo 7052 contained an additional view of the herniated reload laminates. No additional details could be seen. The fourth returned photo 7053 contained an additional view of the reload articulation joint. The herniated reload laminates could be seen as well as the distal end of the blowout plate. The returned image 7054 contained a view of the staple line. Staples were noted to be properly placed and formed for much of the staple line; however, unformed staples could be seen at the upper end of the line. The returned image 7055 contained an additional view of the reload articulation joint. The herniate laminates could no longer be seen but a section of material, likely the distal end of the blowout plate, was seen to be protruding from the joint. The returned image 7056 contained an additional view of the reload articulation joint. The distal end of a fractured blowout plate could clearly be seen protruding from the articulation joint. It was reported that the instrument locked on tissue, difficult to retract knife blade, difficult to straighten, partially fired, and made a strange noise. Also, the jaws would not open. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n4e1985y sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy on the 2nd firing, when the reload was articulated to the shortly after the start of the firing the surgeon heard a crunch/crack sound that the surgeon never heard before and the firing button was let go. When the surgeon tried to continue firing the knife blade did not move and when the surgeon tried to straighten the reload, it stayed in a roticulated position and was holding onto the tissue. The reload would not open and the reload was locked on the stomach, the knife blade would not retract. The sales representative then instructed the surgeon to remove the adapter from the handle and to use the t-handle to see if it would return the knife blade. The surgeon then used the t-handle screw driver to straighten the reload and return the knife blade back to normal which released the reload from the gastric tissue. The adapter was then replaced and the surgery was continued without issue. There was no patient injury.